Event description:
This was originally reported on the 2nd quarter alternative summary report on (B)(4) 2012. Due to analysis findings completed (B)(6) 2011, this is now MDR reportable. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a shunt in a non calcified and moderately tortuous left front arm vein. The sv/5.0-4/4t/90 balloon was being used to dilate the lesion. On the first inflation the balloon ruptured at ten atmospheres. There was no resistance noted during inserting and withdrawing the device during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis revealed a shaft break.

Event description:
This was originally reported on the 2nd quarter alternative summary report on (B)(6) 2012. Due to analysis findings completed (B)(6) 2011, this is now MDR reportable. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a shunt in a non calcified and moderately tortuous left front arm vein. The sv/5.0-4/4t/90 balloon was being used to dilate the lesion. On the first inflation the balloon ruptured at ten atmospheres. There was no resistance noted during inserting and withdrawing the device during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. The balloon material was unable to be inflated as the shaft was broken at approximately 860 mm distal to the strain relief. The shaft was broken at the lapweld region due to what appears to be excessive force as the tip was stretched for a distance of 35 mm from the proximal bond. No visible issues were noted with the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error, as the dfu states "symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature". However, the complaint states that the device was used in a arm shunt. (B)(4).

Manufacturer narrative:
The most probable root cause has been corrected from use/user error to operational context as device performance was limited due to anatomical/procedural factors. (B)(4).